Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The patient's blood glucose at the time of incident was within normal range and did not require medical treatment. The caller stated that there were prior instances of the compromised force sensor system alarm in the alarm history. The out-of-warranty insulin pump will not be returned for analysis.